Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. A replacement battery has been sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per biomed - the unit is shutting down without warning.

Event description:
Per biomed - the unit is shutting down without warning.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. A replacement battery has been sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.